Event description:
Implant failed to osseointegrate.

Manufacturer narrative:
The initial emdr record was due for submission on may 17, 2026. However, the associated reportability assessment¿the controlling record for submission¿was not completed by the processor until may 16, 2026. As a result, the delayed completion of the reportability assessment record directly contributed to the late submission of the emdr. A reminder has been communicated to the processor emphasizing the importance of completing reportability assessments on or before the assigned due date to ensure timely regulatory reporting.

Event description:
Implant failed to osseointegrate.